Event description:
According to the info received, following the initial implant procedure in 1999, the pt experienced seizures and strokes resulting in left cerebral damage, petit-mal seizures accompanied by visual disturbances (blurring and the inability to focus). The pt also experienced fatigue, shortness of breath, and "other" symptoms of paravalvular leak. In 2002, the valve was explanted. At explant, it was noted that an "oversized" aortic valve was initially implanted and because the valve was "too large" for the 18 mm left ventricular outflow tract, the valve had "eroded" through all of the support structures of the aortic root, leaving little tissue to reattach a prosthetic heart valve. The aortic valve was noted to be protruding against the tricuspid valve annulus causing deformation and regurgitation. It was also noted pledgets were placed on the inside of the aorta due to tearing of the aortotomy during insertion of the "oversized" aortic valve. The valve was also covered with loose platelet-fibrin thrombus. A porcine aortic root bioprosthesis with coronary artery implantation was performed. The operation was extremely difficult and tedious. The pt required additional surgery two days later however, the pt's condition deteriorated and pt expired three days later.